Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level, as no specific blood glucose data was provided. Customer technical support (cts) attempted troubleshooting steps, including pressing the pump button and charging it, but the display remained unresponsive. Consequently, cts decided to replace the pump, confirming the customer¿s shipping details and advising about using multiple daily injections (mdi) as a backup insulin therapy. Instructions for returning the defective pump within 10 days with the provided pre-paid label and box were also given.